Manufacturer narrative:
The device has yet to be received by the MFR. A follow up report will be filed if the device is returned and the investigation results require.

Event description:
It was reported that after initial sterilization, the attachment was leaking an unk black substance. There were no injuries or adverse consequences associated with this event.